Manufacturer narrative:
For the 29 events reported under exemption number e2012013, 22 complaint devices were returned and 7 complaint devices were not returned. 12 events were found to have a root cause of operational context, 8 events were found to have a root cause of supplier design, and 2 events were found to have a root cause of user error. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned" for all relevant events.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012013 for product code knq. This report covers 29 reported events of balloons bursts/pinholes. Of the events, 3 patients were female and 6 were male. The known patients' ages ranged from 38 years to 87 years. The known patients' weights ranged from 60 kg to 68 kg. All other demographic information is unknown.

Manufacturer narrative:
Exemption e2012013_submission_knq.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012013 for product code knq. Quarterly submission due october 31, 2018. This report contains supplemental information for 1 event.